Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
The patient was given too much medicine and ¿lived in the 1950s for 2 weeks¿; ¿everything was in the 1950s¿. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.